Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2005, the decedent experienced an unspecified injury and subsequently expired during the use of the product.